Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced a "burning sensation" at the implant site and it was "hot to the touch". It was further reported that it was questioned whether the battery was leaking. The icm remains in use. No further patient complications have been reported as a result of this event.